Manufacturer narrative:
The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the long spine clamp was damaged; the screw fell out and won¿t stay in. There was no patient present when this issue was identified.

Manufacturer narrative:
Spine clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was missing the adjustment screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date: 2015-06-26. If information is provided in the future, a supplemental report will be issued.